Manufacturer narrative:
Date sent to FDA: 04/14/2020. Corrected information: manufacturing site name. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2015, and mesh was implanted. It was reported that the patient had mesh removal surgery on (B)(6) 2017, due to infection. It was also reported that the patient experienced seroma and pain. No additional information was provided.